Event description:
It was reported that blood loss occurred. A left atrial appendage closure procedure was performed with a watchman fxd curve access system and a 27mm watchman flx laa closure device and delivery system. The closure device was implanted successfully. Post implantation, it was noted that the groin was still bleeding after figure 8 stitching was completed. The patient remained on the table for almost an hour while the procedure team tried to get the groin bleeding under control. The figure 8 stich was redone, and pressure was applied. At one point, it was thought it could have been a possible arterial bleed, so a vascular surgeon was consulted. By the time the vascular surgeon arrived, the bleed was under control, so no additional action was taken. The patient has fully recovered. The patient spent the night per normal plan and was discharged per normal routine the next morning with no further intervention needed.